Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate (B)(6) 2019. Brand name: unknown/not provided. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: n/a (not applicable). Unknown/not provided. Device manufacture date: unknown as product serial number was not provided. (B)(4). Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient who have had bilateral implants recently had a multifocal intraocular lens (iol) explanted from her right (od) operative eye on (B)(6) 2019 due to unexpected postop refraction. The customer also indicated that the patient will soon need another (left os) in the other eye; however, there is no indication that a planned treatment has been arranged. No additional information was provided. This report represents the right eye.